Manufacturer narrative:
The field generator was returned to the manufacturer for analysis. Analysis found that when the field generator was connected to the axiem box. Emitter and axiem box had a communication error. "Eminterface" displayed fault on a coil. Analysis found that the reported event was related to a electrical issue. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The emitter was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that during surgery, the axiem communication would intermittently go red status and then back to green. They unplugged the system from a surg protector and plugged it directly into the wall and that resolved the issue temporarily, but while registering it occurred again. Verity was not on site during issue. Issue occurred intra/peri-operatively with less than one hour delay to surgical time. There was no reported impact to patient outcome but navigation was aborted.